Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. About halfway through the procedure when the right superior pulmonary vein (rspv) was targeted for ablation a spline inversion occurred, possibly due to the small vein and opening the catheter array too deep into it. It was noted that the spline inversion could not be recovered while inside the patient. The guidewire also was not able to be advanced after the spline inversion occurred. The catheter was removed from the patient to manually correct the splines, but the guidewire still could not be advanced and was stuck in the catheter lumen. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. About halfway through the procedure when the right superior pulmonary vein (rspv) was targeted for ablation a spline inversion occurred, possibly due to the small vein and opening the catheter array too deep into it. It was noted that the spline inversion could not be recovered while inside the patient. The guidewire also was not able to be advanced after the spline inversion occurred. The catheter was removed from the patient to manually correct the splines, but the guidewire still could not be advanced and was stuck in the catheter lumen. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. No outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Subsequently, the device was deployed to basket and flower without difficulty. It was noted that there was no significant issue with the splines. No problems were noted with the state of splines in any position. The device was examined on the microscope to look for any abnormalities that could cause or lead to spline inversion. Nothing out of the ordinary was noted. The reported clinical observations were not confirmed by the analysis results.